Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. It was reported that the patient was septic. The issue occurred in 2020. The pump was removed due to infection on (B)(6) 2020. There were no environmental/external/patient factors that may have led or contributed to the issue. No troubleshooting was performed. The issue was resolved at the time of the report.